Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. A third party service technician evaluated the device and found out that the analog board was defective.

Event description:
The customer reported that the ltv 1150 unit alarmed xdcr fault. At this time, there is no information regarding patient involvement associated with the reported event.